Manufacturer narrative:
(B)(4): the device was manufactured in 1995.a request for the return of the device has been made. A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the event history log was performed. Upon performing this review, no issues were found that could be related to the reported event. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. An external & internal inspection was performed which revealed no anomalies. An evaluation of the device pneumatic system revealed no leaks and all pressures were correct & stable. The device passed seal, purge & wet disposable integrity tests. A short simulated therapy was performed successfully. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported patient death. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was not hospitalized prior to death. The cause of death is unknown. Pd therapy was ongoing with a hc system at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.